Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture'), device dislocation ('migration of essure/ I contacted several doctors to see if they would remove essure coil from my abdominal cavity') and perforation ('perforation') in a 57-year-old female patient who had essure (batch no. A64631) inserted for female sterilization. The patient's medical history included right lower quadrant pain, adenomyosis, pes cavus and bunionectomy. Concurrent conditions included abdominal pain. Concomitant products included celecoxib (celebrex), diazepam, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine and ketorolac. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation and perforation outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. The reporter commented: plaintiff had surgery to remove the migrated essure on (B)(6) 2017. Discrepancy was noted for patient's date of birth: as per fu3 it was reported as (B)(6) 1960 and (B)(6) 1977 as per fu4. Left ostia coils: 2, right ostia coils: 1 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture'), device dislocation ('migration of essure/ I contacted several doctors to see if they would remove essure coil from my abdominal cavity') and perforation ('perforation') in a 57-year-old female patient who had essure (batch no. A64631) inserted for female sterilization. The patient's medical history included right lower quadrant pain, adenomyosis, pes cavus and bunionectomy. Concurrent conditions included abdominal pain. Concomitant products included celecoxib (celebrex), diazepam, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine and ketorolac. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device dislocation and perforation outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. The reporter commented: plaintiff had surgery to remove the migrated essure on (B)(6)2017. Discrepancy was noted for patient's date of birth: as per fu3 it was reported as (B)(6)1960 and (B)(6)1977 as per fu4. Left ostia coils: 2, right ostia coils: 1 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: medical record received. Lot number, reporters information, concomitant drugs and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture"), device dislocation ("migration of essure") and perforation ("perforation") in a female patient who had essure inserted for birth control. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation and perforation outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. The reporter commented: plaintiff had surgery to remove the migrated essure on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("device fracture"), device dislocation ("migration of essure") and perforation ("perforation") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criterion medically significant). The patient was treated with surgery (underwent surgery to remove essure) and surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation and perforation outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.